Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable ion selective electrode (ise) potassium result for one patient sample from the cobas integra 800 analyzer (B)(4). The initial result was 3.6 mmol/l and the repeat result was 4.4 mmol/l twice. The initial result was reported outside the laboratory. The patient was not adversely affected. The user stated a corrected report was sent to the physician before any action was taken based on initial results. Upon evaluation of the analyzer, the field service representative found "crud on probes." He checked the ise valves, tubing and probes. He stated there was possibly gel on the ends of the probes and replaced them. He noted the user had also found gel on the probes the day prior to his visit and had replaced the probes. To verify the analyzer operation, he ran ise performance testing, measurements checks and calibrations which were acceptable. The user ran quality control which was acceptable.